Manufacturer narrative:
A ge representative evaluated the system and replaced the back plane and a ribbon cable. The system operates as intended.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.